Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11. Based on the information provided by the ssu, the device will not be serviced. There is no existing agreement for the device. The hospital did not purchase engineering services from the ssu. The order has been closed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed an ¿automatic filling warning¿. No harm reported.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.